Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient's weight is unknown. (B)(4). Blade (part number 04.027.013s, lot number 8625547, quantity 1). (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient presented acutely on (B)(6) 2016 with x-rays showing a break at the proximal end of the nail, where the blade goes through. The patient's femoral fracture was not healed. A revision surgery was performed on (B)(6) 2016 and the patient was revised to a total hip replacement. The patient initially sustained a fracture of the left proximal femur and was treated with a proximal femoral nail antirotation (pfna) nail on (B)(6) 2014. Concomitant device reported: blade (part number 04.027.013s, lot number 8625547, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: exact date of post-operative device breakage is unknown; however, the issue was discovered on (B)(6) 2016 upon x-ray review. Additional product codes for this report include hwc. Product investigation summary (additional details): there was no specific information explaining the events that led up to the device breakage. Therefore, the manufacturer is unable to determine an exact root cause for this occurrence. However, it is most likely that an overloading situation or strong body/bone movement from the patient along with a non-union over a long period of time (542 days) led to this damage. The reported and received concomitant device (blade 04.027.033s / 8625547) was also evaluated. The device history record (DHR) review was performed for the affected lot and no abnormalities or deviations were detected. As the blade was not responsible for the breakage of the nail, no further investigation will be done. No manufacturing related issues were identified and/or confirmed for the nail. Note: the investigative information provided above is in addition to the manufacturing evaluation that was reported on the previous supplemental medwatch. The codes provided in that report are still applicable. No new codes need to be added. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The nail was broken in the region of the citrus drill hole as claimed by the customer. The laser etching was readable. There are hard traces of utilization visible at the nail. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The dimension of the nail near to the breakage was measured, with the result, that it fulfills the specifications. Additional it was checked, if the correct raw material was processed, with the result, that it meets the specification. Based on this the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.